Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the certified diabetes specialist (cds) reported that the user¿s sleep/wake button had become intermittently unresponsive over the past six months, with the issue worsening in frequency. The user reported needing to place the ilet on its charger to restore responsiveness multiple times daily. During a training call with the cds, the malfunction occurred several times. The cds requested a replacement ilet due to repeated operational instability. No blood glucose impact or injury were reported.